Event description:
Procedure/ technique: spinal fusion product status: explanted-complete implant/ explant date: unknown it was reported that on (B)(6) 2015, post-op, the legacy blocker had dropped off from the construction. The product did not break. Additional surgery had to be performed as a result of this event. Patient complications were reported unknown.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.